Manufacturer narrative:
A visual examination of the returned precision speedtac sling fixation device revealed that the suture/ anchor assembly was detached from the handle assembly. An examination of the suture found the crimp to be missing and not returned for analysis. The handle anchor driver and anchor protective sheath (canopy) were bent and deformed. The anchor was bent and covered in heavy residue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a precision speedtac sling fixation device was used during a sling placement procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the anchor mount became bent and the anchor was unable to be deployed. The procedure was completed with another precision speedtac sling fixation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result: the suture/anchor assembly is detached from the handle assembly.